Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 2286180. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc had a hole in the catheter. The following information was provided by the initial reporter: date: on (B)(6) 2025, no harm to patient. Description: bd insyte autoguard IV catheter: piv was being placed on a patient, did not insert smoothly, leaking of saline from exposed section of the catheter, catheter was removed and discovered there was a tiny hole in the flexible portion of the catheter.